Event description:
The patient reported that all of the 6 devices from the starter kit have fallen off. Patient states that she places them on either her abdomen or the back of her arm. Patient confirmed that she properly cleans the area with an alcohol swab and lets it dry before applying the v-go. Patient does not have any of the devices in question available.